Event description:
It was reported that a patient was not having therapeutic effect. The reporter stated that the patient went for a follow-up doctor's appointment because the device "was not working" and the device was not adjusted and the patient was given pills she was taking prior to having the device. It was reported that between the device and the pills, the patient was going to the bathroom every 6-7 minutes. The reporter stated that there was an infection under the skin where they made the incision to run the leads "because the wires were not pulled out." It was unclear what "the wires were not pulled out" referred to. It was noted that the patient was given antibiotics and the infection was clearing up. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received from the health care provider reported that there was no infection. No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot# va01xe8, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).